Event description:
Patient reported seeing a 3.00 on the top of the infusion device display screen and a 77 on the lower part of the screen. Patient tried removing and then reinserting the power pack, but received the same message. The patient tried a new power pack and the infusion device started working properly. The patient was questioning why he did not receive the low battery warning. The patient received a follow-up phone call to see if the device was still working properly. The patient stated that his infusion device has been working fine. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.